Event description:
It was reported that a power on reset (por) occurred at the same time that the device went to elective replacement indicator (eri). It was also reported that the device had high battery impedance. The right ventricular (rv) lead showed no capture and displayed low impedance; however, this was attributed to the state of the device and not due to a lead issue. The leads were checked and were within normal performance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Normal depletion - meets expected longevity.